Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was noted that the issue was related to a suspected networking cable from the site. The site was informed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the imaging system would not communicate with the navigation system. They could not get the navigation camera to track the imaging system trackers. They confirmed there was a green line of communication between the systems. When the manufacturing representative (rep) was on site the following day they found that the imaging system was in stand alone mode and required a motion calibration. They were unsure if that issue had occurred at the same time they were trying to acquire images. The rep calibrated the system adn they were able to successfully link the two systems and track. To finish the procedure, the site brought in another imaging system. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.